Event description:
Caller reports the pt tested 1.5 inr on the coaguchek s system and 2.1 inr on the coaguchek xs system during duplicate testing. No action taken based on values. No adverse event reported. Requested return of suspect system and replacement sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch with (B)(4) for suspect device in coaguchek s system.